Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the left mid/distal tibial artery and tibial/popliteal trunk using a hawkone directional atherectomy. Target lesion type was "plaque" and had little tortuosity, little calcification and 100% stenosis (cto). A 6f sheath and .014¿/3 mm spider embolic protection device were also used. Vessel was not pre-dilated. IFU was followed. It is reported that device was operating normal at first. When nosecone was 3/4 full, the nosecone began to pack more distally. The nosecone then tore and plaque embolized downstream. Procedure was completed using ipa dcb's, stents and coronary des in tibial bifurcation. No further patient complications reported.

Manufacturer narrative:
Evaluation summary: the hawkone device was returned for evaluation. The device was inserted in the cutter driver and a 3 ml bd syringe was connected to the distal flush tool. It was discovered there was a hole to the tecothane layer of the distal assembly approximately 2 cm distal the cutter window. The hole was on the same plane as the cutter window, opposite of the guidewire tubing. The hole shows the tecothane material protruding out and runs parallel with the coils. Red biological matter was observed at the location of the hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.